Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Also received with moisture damage on the electronics and motor assembly. No moisture damage on the vibrator and battery tube assembly during visual inspection. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads. No unexpected numbers ramping during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 79 mg/dl at the time of the incident. The customer stated that the numbers started scrolling on the screen without the users input. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.